Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory and was due to low charging current caused by increased resistance in the charging pathway. The device was tested on the bench and the cause of the increased resistance was found to be an anomalous transistor.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented via merlin.net transmission after receiving a vibratory alert that the capacitor charge time limit had been reached and was requested to present to clinic. Patient was asymptomatic. A manual charge time test was done but the device failed the test. Upon interrogation of the device additional attempts at performing capacitor maintenances also timed out. The device was not fully charging. The device was explanted and replaced. Patient is stable.